Manufacturer narrative:
Unit was monitored for 7 days and no unexpected pump suspend anomaly occurred. The following physical damage was noted: a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, damage (scratched) display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the rubber ring from within the reservoir compartment has come loose. The customer's blood glucose was unknown. The product was returned for analysis.